Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure the clips crossed and scissored when the device had been fired multiple times . They used another device to complete the procedure. There was no patient consequence reported. The device was left in the materials department with a note and no additional information.